Event description:
It was reported that the patient experienced an overstimulation sensation while ''hurrying to get in the house'' after returning home from the hospital. The patient had a colonoscopy the day before, but did not believe electrocautery had been used. The implantable neurostimulator was on at 3.6 volts. There was reference to a tens unit as well; however, it was unclear if the patient was referring to the implantable neurostimulator or something else. The implantable neurostimulator was turned off and down to zero. The patient's pulse and blood pressure was also high. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v328672, implanted (B)(6) 2009, explanted unk; programmer model 3037, serial # (B)(4).